Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-17. It was reported that the reason for the alarm and empty reservoir was a misinterpretation of the expected refill date by the patient's caregiver. The date was read to be (B)(6) 2017. The pump was refilled on (B)(4) 2017 with no problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing morphine (10mg/ml at 5.9mg per day). The indications for use included chronic low back pain and spinal pain. On (B)(6) 2017, it was reported that the patient called their healthcare provider (hcp) reporting a code on their personal therapy manager (ptm) for empty pump. The pump logs were checked and a low reservoir alarm was noted on (B)(6) 2017, and an empty reservoir alarm was noted on (B)(6)2017. The pump was to be refilled on (B)(6) 2017, and no patient symptoms were reported.